Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" the treating doctor shared that the potential root cause of the event is the poor condition of the tooth and the movement of the aligners might have triggered the tooth's condition.the patient required tooth extraction (permanent damage) and the invisalign system aligners were being used, and therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported that the patient had tooth extraction (tooth #8) and crown was bonded to tooth #9, while using the product. The treating doctor indicates tooth #8 was intended to be extracted at the end of treatment, however its condition worsened, and the treating doctor had to extract it and make the crown. Patient will continue aligner treatment.